Manufacturer narrative:
(B)(4). Date sent: 7/23/2020. Investigation summary the device was received with no apparent damage. The device was connected to the generator and it was recognized. However during the functional test the trigger of the device was difficult to open. The device was disassembled to inspect internal component and it was observed an internal damage. This caused the reported event of " jaws would not open". The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what caused this issue. Additionally as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that while using enseal x1, after sealing and cutting, the surgeon wasn't able to reopen the jaws of the instrument. The surgery was delayed by 10 minutes. The event occurred after 4 times, the surgeon then decided to change the instrument. The procedure was successfully completed. There was no patient consequence.